Event description:
A customer reported issues with their continuous glucose monitor (cgm) as it was no longer accepting any form of charge, despite trying multiple cords and a new tandem charger. There was no reported impact to the customer's blood glucose level. The customer requested guidance on obtaining a new cgm or sending the old one for repair, and tandem diabetes care's technical support was advised to follow up and assist.